Event description:
It was reported that balloon rupture occurred. The 100 stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 150mm, 150cm ranger? Drug coated balloon was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).